Event description:
Customer stated per email "I have an infusion set that leaked during shift from sticu on (B)(6) 2012. They marked the area. No pt harm." There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.